Event description:
Pt reported experiencing elevated blood glucose (467 mg/dl). Patient indicated that prior to the event, she felt as though she was getting a sinus infection. Patient indicated that she took alka seltzer and dayquil for colds.